Event description:
A user facility biomedical technician (biomed) reported to fresenius that the 2008t machine would not power on. During follow-up with the biomed it was confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed stated that the replacing the power supply resolved the reported issue. The biomed stated that the blood pump also needed to be replaced after issues were experienced with it. The complaint samples were returned to the manufacturer for a physical evaluation. Upon physical evaluation of the power supply by the manufacturer, evidence of thermal damage to the rocker switch was identified.

Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The test machine failed to power up with the returned part a detailed inspection on the power supply revealed a damaged rocker switch. One of the terminals is lifted (loose), causing no connection when the switch is closed (on position), resulting in ¿no power¿. There is signs of charring (thermal damage) on the lifted terminal and the end connector of the connected wire. There was no damage found on the nearby components. The rocker switch was replaced and the test machine powered on without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.